Event description:
It was reported that after replacing the flow sensor on the ventilator the unit had an error code indicating pressure regulation high. There was no patient involvement. The customer troubleshot with technical support, while troubleshooting the customer noticed that the proximal and main tubing were reversed. The customer reconnected the proximal and main tubing properly and the issue was resolved. The unit was ran for over a minute with no issues.